Event description:
Boston scientific received information that during a normal pulse generator replacement procedure, the right ventricular (rv) pace/sense set screw was stuck and the physician was unable to get the lead out of the header. Attempts to remove the lead resulted in insulation damage. Subsequently, the pace/sense portion of the rv lead was surgically abandoned and a new pace/sense rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the rv lead was returned in the device header. Both setscrews were tightened against the lead pins, however the lead was able to be removed without difficulty. Both the right ventricular (rv) and right atrial (ra) seal plugs were missing and tooling marks were noted in the rv retainer ring. Tool marks were also observed on the device casing. The left ventricular (lv) seal plugs were torn. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the [defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. Laboratory analysis was unable to confirm the field allegations of a stuck setscrew.